Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) system was extracted due to a systemic infection. Cultures were taken and antibiotic treatment was necessary. Preoperative to the extraction procedure a telemetry problem was identified with the ICD as it was unable to be interrogated utilizing the wireless connection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. During the analysis of the returned device the failure on the hybrid disappeared. Hybrid analysis confirmed the telemetry-c failure but was noted to be intermittent and permanently cleared despite efforts to re-introduce the failure. The existence of the intermittent failure was impacted when heat and cold were alternately applied in the region of the radio frequency circuitry suggesting that the failure mechanism was in that region. However, since the failure permanently cleared, no additional analysis could be conducted to determine a specific component that could be conclusively identified as the telemetry-c failure mechanism. If information is provided in the future, a supplemental report will be issued.